Manufacturer narrative:
UDI: (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additionally, per IFU, adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
The following was reported to gore: on (B)(6) 2015, the patient presented with an abdominal aortic aneurysm with a pre- operational aneurysm diameter of 66 mm that was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2017, a type ii endoleak along with aneurysm enlargement (diameter of the aneurysm: 75 mm) was identified and successfully treated in a reintervention on (B)(6) 2017. It was stated that on october 18, 2017, the aneurysm diameter had decreased to 70 mm.

Manufacturer narrative:
(B)(4).

Event description:
The following was reported to gore: on (B)(6) 2015, the patient presented with an abdominal aortic aneurysm with a pre- operational aneurysm diameter of 66 mm that was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2017, a type ii endoleak along with aneurysm enlargement (diameter of the aneurysm: 75 mm) was identified and successfully treated with onyx embolization on (B)(6) 2017. It was stated that on (B)(6) 2017, the aneurysm diameter had decreased to 70 mm.